Manufacturer narrative:
(B)(4). Investigation summary: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". / minor physical damages on surface area; no interference with function of unit / minor damage to surface varnish / unit safety test performed to manufacturer's final test procedure with original accessories attached by the customer. / 24-hour continuous test completed / functional test performed / ventilator assembly defective: replaced / electrical safety test completed / accessories checked / hipot test completed / by built-in-test (bite) indicated fault codes analysed / functional test acc. To test procedure completed / "orange power switch" in the power supply module defect - power supply renewed / earth connection loose - the fixing nut for earth ground wire has been tightened the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It reported that prior to a laparoscopic partial nephrectomy procedure, the harmonic power button is broken. When turned on, it will turn into orange light then it will shut down straight away. No patient consequence.